Event description:
Non vented cap broke off into tubing of 250ml drug bag as the bag was being connected to pt's epidural line. As a replacement bag was being compounded, a syringe became stuck and could not be removed from luer lock fitting on drug bag. Another bag was used and a second syringe became stuck onto the drug bag. The fourth bag was able to be used on the pt.